Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8110558. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It has been reported that the bd nexiva with bd connecta and bd q-syte 20ga 1.25in (1.1 mm x 32 mm) has been found experiencing leakage during use. The following has been provided by the initial reporter: the 3-way stopcock is not screwed onto the catheter, resulting in a non-sealing of the lumen and blood flow at the catheter/stopcock junction.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd nexiva with bd connecta and bd q-syte 20ga 1.25in (1.1 mm x 32 mm) has been found experiencing leakage during use. The following has been provided by the initial reporter: the 3-way stopcock is not screwed onto the catheter, resulting in a non-sealing of the lumen and blood flow at the catheter/stopcock junction.